Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inration: 5.2; 4.2. Date: (B)(6) 2011, inration: 2.6. Caller also reported discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.0, lab. 3.5. Patient retested on meter after lab result and got 4.0 inr again. Patient's therapeutic range: 2.5-3.5 inr.